Event description:
On 27th april 2025, it was reported by an arthrex employee via email that for an ar-4501, meniscal cinch ii, the first anchor was set successfully while the second button was stuck. A 2nd ar-4501 was used but the same issue happened. A local brand cutter was used. This was detected during a meniscus repair procedure on (B)(6) 2025. The procedure was completed successfully by using another ar-4501. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 . One unpackaged ar-4501 serial/batch (B)(6) was received for evaluation. Functional testing was not performed as the deploy system inside the handle was bent. Visual inspection revealed that both trigger buttons were flush back; however, the pushrod of bottom # 2 was disengaged from the deploy button and bent inside the handle, damaging the deploying system. The cannula was bent. The most likely cause of the reported and observed device failure is user error. Applying excessive force during use can damage the cannula and prevent the device from functioning as intended. According to the surgical technique. Meniscal cinch¿ ii technique. 4a. Advance the button completely to deploy the first implant. 4b. Retract the button until it locks in place flush with the adjacent button. 5. Advance the second implant into the needle tip by pushing the second button forward to the raised indicator. Note: rotating the needle slot away from the first implant and penetrating the meniscus can sever the suture. 6a. Advance the needle through the meniscus by pushing the entire handpiece forward until the desired depth is reached. Advance the button past the indicator to the endpoint to deploy the second implant. 6b. Retract the button until it locks in place flush with the adjacent button. The complaint allegation was confirmed.